Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a basic evaluation trial patient with an external neurostimulator (ens) for urge incontinence. The patient reported that they did not feel as though they emptied when voiding. No further complications were reported or were expected.